Manufacturer narrative:
This report is submitted on october 21, 2021.

Manufacturer narrative:
This report is submitted on august 26, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due a tip foldover. The patient was reimplanted with another cochlear device during the same surgery.